Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a cranial biopsy. It was reported that during the case the surgeon had the passive planar probe on patient left and it was showing on right after a successful registration (1.9mm). When the surgeon went to verify registration, that's when he saw the inaccuracy. There was a surgical delay of less than one hour. There was no impact on the patient outcome. Additional information was received. This issue was resolved by rebooting and registering the patient. The first registration wasn¿t adequate.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.0 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.